Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Additionally, it was reported that an unspecified alarm occurred. The customer's blood glucose (bg) level was 250 mg/dl and the bg level was addressed with a manual injection. The customer confirmed that an alternate method of insulin delivery was available.